Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Visual inspection was performed on the returned device. The shaft separation was confirmed. The reported difficulty to remove and physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 3x23mm xience alpine rx stent delivery system (sds) was advanced toward the target lesion and failed to cross due to the patient anatomy. The device was removed and a non-abbott stent was used to treat the lesion. A 3.5x12mm nc trek rx balloon dilatation catheter (bdc) was advanced toward the stent to perform post dilatation and resistance was noted with the anatomy. After post dilatation the trek was withdrawn, resistance was noted with the guide catheter and the hypotube separated. The separated portion was simply withdrawn from the patient anatomy. The procedure was ended. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.